Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had packaging that was not sealed properly. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter had packaging that was not sealed properly. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 7338882; the lot number was built on afa line 5 from (B)(6) 2017. Packaged on packaging line 9 from (B)(6) 2017 and (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received five unused iag 22ga units from the lot number 7338882. Three of the packages were sealed and two packages were partially opened. Five photos submitted for review. Packaging trim was observed in two of the packages. The package trim starts in package #1 and runs through to package #2. The trim is located between the unit and the bottom web (film). The trim in the package prevented the package to have a complete seal. The photos displayed the same findings as the returned units. The defect package seal integrity poor-questionable was confirmed. Conclusion(s): packaging process ¿ the packaging trim was not removed via the trim removal vacuum. The machine used to make the pockets for the product and apply the top printed paper is chain driven. There is a roll of bottom plastic and a roll of top paper that are held in place by clamps that are spring-loaded. The clamps open at the front and back of the machine to allow new bottom plastic to be introduced into the machine and cut material to be removed by vacuum. After the product is placed in the pockets the top paper is applied and sealed into place. During normal processing the side half inch of bottom plastic and the top web on each side are cut and removed by a vacuum. If there is any problem with the trim being removed, pieces of the plastic and/paper will get caught in the chain/clamps and be brought back with the new plastic coming from the roll on the machine.